Manufacturer narrative:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil was used for embolization of the mapca before fontan surgery. When the coil was maneuvered repeatedly in and out in the peripheral vessel of the competitor catheter (3mm) during placement of the coil, the coil detached in the microcatheter from the load on the detachment point. The coil was carefully withdrawn along with the microcatheter and removed from the patient. The coil was replaced with another coil to continue the procedure, and the procedure was completed successfully. There was no reported health damage or patient injury.